Manufacturer narrative:
During the analysis of the lead, it was detected that insulation of the lead body was damaged by abrasion. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the abrasion lead to the assumption of excessive mechanical stress to the lead in the area of the valve plane. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or mfg errors.

Event description:
After an implantation time of about 21 months, oversensing was reported. This lead was explanted.